Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ventricular tachycardia on (B)(6) 2023, and was having low flow alarms. The patient was asymptomatic and was treated with cardioversion. The low flow alarms were reported to be related to worsening right ventricular dysfunction, and the patient was started on inotropes. The patient experienced renal dysfunction as a result of right heart failure, and experienced oliguria while on hemodialysis. The patient had a history of right heart failure, ventricular tachycardia and implantable cardioverter-defibrillator (ICD) placement prior to left ventricular assist device (lvad) implant, and it was reported that the event was not related to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right ventricular (rv) dysfunction and renal dysfunction could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms. According to the account, these alarms were related to worsening rv dysfunction. The controller event log file contained events from (B)(6) 2023, per the timestamps. Multiple low flow hazard alarms were captured throughout the file. No other notable pump events or alarms were captured. The controller log files captured the pump functioning as intended at the set speed. The patient remained ongoing on (B)(6) until ultimately expiring on (B)(6) 2024 as reported under MFR #2916596-2024-00139. It was noted that the device was not explanted and will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.